Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had issues with insulin pump's audio and alerts. The customer reverted back to pens because of these issues. Customer's blood glucose level was 9.0 mmol/l. The insulin pump alarmed pump error 63 during self-test. The insulin pump was on audio and vibrate but it only vibrated. During another self-test the pump error 63 alarm appeared again. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump error (B)(4) alarm confirmed in the pump history due to cold solder joint on keypad assembly. The device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage.